Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding their implantable neurostimulator (ins) for gastrointestinal/ pelvic floor. It was reported by patient that they were due for another interstim device, but haven't talked with anyone at medtronic yet. Patient stated they had been having other urine problems, and was not sure if it was related to device/therapy but reports it had been 5 years since they had the device. Patient reported at night they produced more urine. Additional information was received from patient who stated that they met with someone who did some troubleshooting and the issue with the urine was resolved. Additional information was received from the consumer. They reported they were responding to the letter. Caller was asked what steps were taken to resolve the issue with the urine problems. They responded they had been in contact with their healthcare provider and they were going to replace it on (B)(6) 2019.